Event description:
Caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support, followed the instructions to reset the pump, and successfully started their sensor session without the error recurring.